Event description:
During preparation for use the roller pump for a cardiopulmonary bypass procedure, the device intermittently moved with a jerk motin. There was no reported adverse consequence to the patient as a result of this event.